Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the stimulation system was not working. The patient changed the batteries in the patient programmer and also recharged implant but it would not come on or connect. They did not know if the implant went dead too long. It was further stated that they sees regular screen and beeps like it was not charged properly. The patient did not remember the picture that they were seeing on the patient programmer and implantable neurostimulator recharger (insr) screen. It was confirmed that the last time they felt stimulation was in (B)(6) 2016 and the last time they recharged successfully was (B)(6) 2016. The patient confirmed they could charge the insr itself but unable to charge the implant. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2017. The patient reported that it wasn't working. The patient reported that the pain got worse, it was going to her neck. The patient reported that her neurostimulator (ins) had not been working for a year. The patient reported that she had not been able to recharge since last year (B)(6) 2016. The patient reported that she called her healthcare provider¿s (hcp) office but was told he didn't with ins any longer. The patient also reported that when it happened she called her hcp who called a manufacturer¿s representative (rep). The patient reported that the rep called her back and said he would call her again to schedule a meeting but she never heard from again. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2017-nov-14 indicating that they were aware of the patient¿s issue in (B)(6) 2017. The rep indicated that the patient¿s ins died because it was overdischarged over a year ago so it was recently replaced. Additional information was received from a rep on 2017-nov-27. The implantable neurostimulator (ins) was replaced on (B)(6) 2017. The rep indicated that a different rep attended the replacement on (B)(6) 2017 and that date is when a rep was aware of the ins being replaced. The ins will not be returned for analysis and the cause of the overdischarge was not determined. No further complications were reported/are anticipated.